Manufacturer narrative:
Date of report : 03jan2019. Date rec¿d by MFR: 21dec2018. The manufacturer's field service engineer (fse) performed troubleshooting but was unable to duplicate the error. The fse disconnected the proximal line from the ventilator and verified the proximal pressure line disconnect alarm activated within 20 seconds. The fse repeated this several times and the device performed as expected. The fse educated the customer about software 2.30's revisions that include the "disconnect alarm optimization" features. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the patient disconnect alarm failed. There was no patient involvement. The event date was not specified; estimate used.